Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the pacing lead during the implant procedure. Several positions were attempted but appropriate parameters were not obtained. This lead was explanted and replaced. No patient complications have been reported as a result of this event.